Event description:
It was reported that the zimmer skin graft mesher was producing an incomplete mesh. It was alleged that the gears and combs were damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/19/2010 and was last repaired on 11/27/2013 for a related event. Evaluation of the device observed damage to the comb, roller and roller gear and both cutters' gears. Prior to repair, both a test mesh and the calibration check could not be performed due to the bent comb. Both cutters did not pass cutter evaluation and were returned to the customer as non-repairable. Repair of the device included replacement of the comb, roller and roller gear, bushings and both cutter gears. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. The customer's reported event regarding the damaged gears and cutters were most likely due to improper handling. Improper handling also most likely caused the damage to the cutters, causing them to provide an incomplete mesh. The device was serviced and returned to the customer. It should be noted that both cutters returned for evaluation were both returned previously to the customer as non-repairable.